Manufacturer narrative:
15-feb-2019 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Pierced, drilled into the top of lip going through skin into the inside of mouth [lip injury] lip swelled [lip swelling] bleeding lip [lip haemorrhage] pain lip [lip pain] sore mouth [oral pain] bruising lip [oral contusion] lip scar/lump [scar] tooth brush head came off [device breakage] brush attachment looser fitting [device connection issue] case description: consumer sent e-mail stating toothbrush head was looser fitting and came off while brushing her teeth. No serious injury was reported. Follow-up: product identified as oral-b power precision clean on 06-feb-2019.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Pierced, drilled into the top of lip going through skin into the inside of mouth [lip injury]; lip swelled [lip swelling]; bleeding lip [lip haemorrhage]; pain lip [lip pain]; sore mouth [oral pain]; bruising lip [oral contusion]; lip scar/lump [scar]; tooth brush head came off [device breakage]; brush attachment looser fitting [device connection issue]. Case description: consumer sent e-mail stating toothbrush head was looser fitting and came off while brushing her teeth. No serious injury was reported.